Manufacturer narrative:
B5 describe event or problem: updated with additional information received. B2 outcomes attrib to adv event: updated with additional information received. B2 date of death is an approximate date as the actual date of death is not known. H6: impact code added. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that air embolism and st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device and a watchman access system (was) were selected to be used. No air was seen in the device delivery catheter or during contrast injection. While going through position, anchor, size and seal (pass) criteria, st segment elevation was noted by the nurse anesthetist. The closure device was then released, and a code was called. Cardiopulmonary resuscitation (CPR) and coronary angiography was performed, and an intra-aortic balloon pump was inserted in the patient. The patient suffered an anoxic brain injury due to air embolism and remains hospitalized with hospice arrangements being made. The physician assumed air was introduced from the pressurized saline bag that had exhausted its saline which in turn introduced air into the system. The manifold valve may have been left open on the procedure table. It was further reported that the patient was admitted to hospice and passed away. No further information was provided.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that air embolism and st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device and a watchman access system (was) were selected to be used. No air was seen in the device delivery catheter or during contrast injection. While going through position, anchor, size and seal (pass) criteria, st segment elevation was noted by the nurse anesthetist. The closure device was then released, and a code was called. Cardiopulmonary resuscitation (CPR) and coronary angiography was performed, and an intra-aortic balloon pump was inserted in the patient. The patient suffered an anoxic brain injury due to air embolism and remains hospitalized with hospice arrangements being made. The physician assumed air was introduced from the pressurized saline bag that had exhausted its saline which in turn introduced air into the system. The manifold valve may have been left open on the procedure table.

Manufacturer narrative:
B2 date of death: updated with additional information received. B5 describe event or problem: updated with additional information received. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that air embolism and st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device and a watchman access system (was) were selected to be used. No air was seen in the device delivery catheter or during contrast injection. While going through position, anchor, size and seal (pass) criteria, st segment elevation was noted by the nurse anesthetist. The closure device was then released, and a code was called. Cardiopulmonary resuscitation (CPR) and coronary angiography was performed, and an intra-aortic balloon pump was inserted in the patient. The patient suffered an anoxic brain injury due to air embolism and remains hospitalized with hospice arrangements being made. The physician assumed air was introduced from the pressurized saline bag that had exhausted its saline which in turn introduced air into the system. The manifold valve may have been left open on the procedure table. It was further reported that the patient was admitted to hospice and passed away. No further information was provided. It was further reported that the patient passed away on (B)(6) 2025.